Event description:
I had the essure procedure done on (B)(6) 2014. Since then I've had numerous problems that I believe are related to the essure coils. Nausea, dizziness, headaches, joint pian, memory problems, heavy and long periods with occasional breaks in the middle of it, leg pain, twitching in my right hand, insomnia, fatigue, night sweats and hot flashes, severe mood swings, sudden weight loss, cramps on right side all the time and worse when I'm on my period, nickel allergy that I never had before, vaginal discharge all the time, and worsening depression and anxiety. The right coil was hard to place and I had to have two confirmation tests to be sure it was blocked.